Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e gel air bubbles and tray pack residue issues. This event occurred 323 times. The following information was provided by the initial reporter. The customer stated: ¿when opened the package, it was found that the tubes occurred gel air bubbles and tray pack residue issues. The clinic was worried about the result and dared not use it, so asked for a replacement. Due to the epidemic, the tube could not be taken back.¿

Manufacturer narrative:
Investigation summary: "material #: 362788, lot/batch #: 1288633, bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure modes for tray pack residue and gel air bubbles were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes tray pack residue and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."